Event description:
A capio open access device was used and found to be defective during a surgical procedure. The ref number is: m0068311250, exp: 2026-11-05, gtin: (B)(4). The capio device did not fire the needle. The item was removed from the field and substituted. The second device worked normally.